Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter with stiffening stylet was returned for evaluation. An initial visual observation showed the stiffening stylet remained within the catheter and a slight bent was observed in the stylet approximately 24.5 cm distal to the white hub. The sample was flushed with a 12 ml syringe of water and multiple leaks were observed near the 30 cm, 35 cm, and 36 cm depth markers. A microscopic observation revealed multiple small splits in the catheter from the 30 cm depth marker to near the 36 cm depth marker. More extensive damage was observed on the inner wall of the catheter at the location of the splits, including a series of indentations similar in shape and pattern as that of the braided stiffening stylet around some of the splits. The characteristics of the splits observed in the catheter are evidence of stylet damage. Stylet damage can occur if the stylet is not wetted prior to manipulation of the stylet within the catheter, excessive force during manipulation of the stylet, and/or pinching or clamping of the catheter with the stylet still inserted. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rebq1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when testing the catheter with saline, tiny holes were observed and there was liquid drainage. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when testing the catheter with saline, tiny holes were observed and there was liquid drainage.